Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative provided additional information. It was reported that after various attempts of trying to communicate, the hcp stated that the device had reached end of service (eos) and needs to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that prior to christmas, the patient started to notice that her ins was migrating and had turned to the side. The patient stated that she was getting older and losing muscle tone in her butt and felt like it had been moving and pinching. She wondered if there were some adhesion on the lead wire. The ins migration had made it difficult for her to get it to lay flat when using her patient programmer. She tried multiple times last night and all she had gotten was the 'poor communication' message. The patient also noticed 2-3 weeks ago that she started leaking and her bladder was not holding as much again. The patient contacted her doctor's office via the patient portal and missed a call from a manufacturing representative that morning. The patient stated that the manufacturing representative stated that she would try the patient back later. Patient services reviewed patient programmer use and how to try syncing without the antenna attached. The patient again encountered poor communication. Patient services reviewed the possibility of eos and also risks associated with device migration. The patient was recommended to follow up with their managing healthcare provider and the manufacturing representative for device check. There were no further complications reported at this time.